Event description:
The customer reported that the probe on the ortho provue analyzer dripped and the dilution cup overflowed. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that a clot in the wash station resulted in the issue. Replacement of the wash station has returned the instrument to its expected operation. This customer has not logged any similar complaints against this analyzer since this incident.